Event description:
Pt experienced rupture of left silicone breast implant. Required removal of old implant. Replaced with mentor saline mammary prosthesis. Additionally had right prosthesis removed and replaced with a mentor saline mammary prosthesis.